Event description:
According to the reporter: jaws sheared off completely inside patient. Surgeon was able to retrieve tip from patient. Patient fine.

Manufacturer narrative:
MDR initial report submitted: 12/02/2008.